Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified common iliac artery (cia). After a guide wire was advanced to cross the lesion, a 4.0 x 40, 135cm mustang¿ balloon catheter was advanced to predilate the lesion. The balloon was inflated twice. However, upon the second inflation, the balloon ruptured at 24 atmospheres. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).